Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in imsida, malta. Through follow-up communication with the customer, it was confirmed that when the pump is started the temperature goes up always and it is not reaching back to set temperature. When the pumps are not running, the temperature is fast decreasing. When both pumps are started at the same time, the temperature rises (which is normal) and after 10 to 15 minutes, the temperature should start decrease again to set temperature. However, this is not occurring. The customer switched the pumps off again and then the temperature decreased. Only the pump from cardioplegia side rose the temperature and was not going down back after some time: it remained on 14 to 19 celsius degrees. Through follow up, livanova technical service suggested that: it could be a damaged main circuit board (cpu); it could be a damaged valve block or the magnetic valve from the valve block, which causes the rising temperature in the cardio tanks. There is a micro-hole in the cooling coil on the cardio cooling tank. The customer has verified the distribution board and the ac board and found the diodes are giving the continuity in both the forward bias and reverse bias condition of the boards. There were no short-circuited components or faulty components in the boards. The unit will be shipped to livanova deutschland for a detailed investigation and repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a 3t heater-cooler device is cooling down only when there are no motors running. Once both tanks motors are started, the temperature rises and the 3t heater cooler is not reaching back to set temperature. Customer also noticed that one solenoid is heating up a lot. There is no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could not reproduce the reported issue related to the cooling system. Start test errors were found and requiring replacement of main board. However, such errors are not related to the cooling issue reported by customer. Based on all the information collected, the most likely root causes of the reported event can be assigned to one or more of the following: - an unrealistic user expectation about time the machine requires to cool down to the desired value; - an improper connection of tubing preventing the cardioplegia solution to be cooled enough; - temporary/intermittent internal electrical failure as a false contact or bad connections which was definitively fixed by service technician throughout the equipment check.

Manufacturer narrative:
H11: complaints database analysis revealed no similar event since unit installation in 2021 and no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. Based on the current level of information, it cannot be ruled out that the most likely root cause is a defective valve block or a defective cooling coil in the cardio tank. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.